Event description:
It was reported that during a thyroidectomy procedure the device was slow at cutting and there was little hemostasis when it did cut. They continued to use the device with a bi polar cautery, and completed the case. No adverse patient consequence was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.